Event description:
A malfunction alarm occurred while the customer was using the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in properly loading a new cartridge, and the customer was able to successfully resume insulin therapy afterward.